Event description:
The patient was implanted with a left ventricular assist device. It was reported that at an unspecified time, the patient was found down by his family at home with an active hazard alarm condition on the system controller. The family reported that there was power connected to the system controller, and his driveline was fully engaged. Emergency medical services was called and advanced cardiac life support including chest compressions was initiated. The patient was transferred to the center where a cooling protocol was initiated. The vad coordinator reported the patient was not neurologically intact (the patient was unable to follow commands). A review of the log file by the manufacturer's technical services noted the following events for (B)(6) 2015: at approximately 8:13 am, the pocket controller appears to be connected to the power module via patient cable when the driveline is disconnected and reconnected seconds later, thus a brief motor stopped event occurs at this time. At approximately 8:14 am the white power cable is disconnected from the power source. At approximately 8:15 am the black power cable is disconnected from the power source and the emergency backup battery is in use. A very short time later, the driveline is disconnected from the pocket controller, thus a motor stopped event is recorded. At approximately 8:30 am the pocket controller is connected to a power module; however the driveline remains disconnected until 8:31 am when the driveline is connected to the pocket controller. The pump regains speed and several low flow hazard events occur. The estimated flow is recorded at <2.5 lpm during these events. At approximately 8:36 am another low flow hazard event is recorded. At 8:54 am a power source change is made from the power module to battery power. There were no other unusual events recorded thereafter. (Note: it was reported that the system controller's clock had not been updated after daylight savings time in the fall; therefore, the timestamps in the log file are ahead by one hour.) The patient expired on (B)(6) 2015 with a cause of death reported as ''neuro''. No additional information was available.

Manufacturer narrative:
Device evaluation: the reported incident of a hazard alarm was confirmed with the data contain in the log file that was retrieved from the returned system controller. On (B)(6) at 8:13 am, a driveline disconnected alarm was active with the pump speed value captured at zero rpm indicating a pump stop with associated hazard alarms. The driveline was reconnected within the same minute and the system recovered to 8800 rpm. At 8:15 am, the driveline disconnected alarm was captured resulting in a pump stop and also both power cables were disconnected during this time. At 8:30 am, both power cables were connected to the power module via a patient cable. At 8:31 am, the driveline was connected and the system recovered to the set speed value. From 8:32 am to 8:36 am, the low flow hazard (red heart) alarm was intermittently active as a result of the flow estimation value captured at 2.4 lpm. The pump speed value matched the set speed value during the low flow hazard alarm events. The low flow hazard alarm was cleared at 8:54 am. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. The analysis could not determine the sequence of events that attributed to the driveline disconnected alarms nor could the event be correlated to the returned system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 9 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Approximate age of device - 9 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.